Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject was admitted for volume overload. They were treated with intravenous (IV) diuretics and discharged home on (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. The account communicated that the patient was admitted on (B)(6) 2017 due to heart failure/volume overload. The patient was treated with intravenous diuretics and was discharged home on (B)(6) 2017. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 30sep2016 via s185085. Although no specific adverse events were reported by the account, the heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.